Event description:
Pt called spontaneously describing freedom pump failure. Stated that it loads fine but stops at around 40 ml mark. Upon loading, she heard clicks that were usual and suspected it would infuse incorrectly and that's when infusion stopped at 40 ml mark. No further info was provided. Reported to (B)(6) by pt/caregiver.